Event description:
Unable to see the test ranges on the test strip bottle and the lot number was worn. Reporter stated she could hardly see the numbers on the bottle. Expiration date on the test strip bottle indicated the product is expired. A request was made for the return of the suspect product and replacement product was sent.